Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer's mother stated they received a low reservoir alert and the buttons became unresponsive after. The customer's blood glucose was 386 mg/dl. The customer's mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had an intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window and case. The insulin pump had received with broken reservoir tube lip.